Manufacturer narrative:
A doctor reported that two screws broke in a patient's mouth. According to the doctor, the screws that were holding the patient's prosthesis in place became loose and could not bear chewing forces exerted by the patient, resulting in the subsequent fracture of the screws. A follow-up investigation is being conducted. A final report will be submitted when the follow-up investigation has been completed.

Event description:
On (B) (6), 2010, a doctor reported to attachments international, inc. That two screws broke in a patient's mouth. This is the second of two reports.